Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump system check with tandem technical support did not identify cause of occlusion. Customer's blood glucose was in the 300 mg/dl range. Reportedly, customer changed out the pump supplies.